Manufacturer narrative:
Completed a comprehensive batch review and no anomalies were reported during batch production. All initial, in - process, and final testing results were acceptable and within normal limits. Once the report was received from FDA, retained samples of the lot h106224 were tested for sterility per usp chapter <71> sterility tests. There was found to be no growth both on tryptic soy broth and fluid thioglycollate media after 14 days of incubation. Batch records for three lots produced pre and post lot # h106224 were also reviewed. There were no anomalies reported during the production of these lots either. All retained samples for these lots were also examined and there were no defects or discolored solution was observed in any of the retained samples.

Event description:
Received an MDR (B)(4) from department of health and human services on (B)(6) 2008 that FDA's medwatch has received an information that there might be a possible contamination of product solution in syringes (lot # h106224 - heparin I. V. Flush syringe, 100 units/ml, 5 ml fill in 12 ml syringe).